Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device, used in treatment, was received for evaluation. A visual inspection was performed on the product and the left button is damaged. There was a relationship found between the returned device and the reported incident. Product failed functional testing. The left button could not activate motor due to damage. The complaint was confirmed and the root cause has been determined to be a damaged left button. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a shoulder surgery, one of the buttons in the "mdu powermax elite shaver" did not work on the unit. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.